Event description:
Treatment of an internal carotid artery (ica) aneurysm. During the delivery of the axium implant coil into the echelon microcatheter, the physician noticed that the hypotube was broken at the break indicator and found the implant coil detached in the microcatheter. All devices were retrieved from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).